Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:3006705815-2024-01351; related manufacturer reference number:3006705815-2024-01421. It was reported the patient was experiencing ineffective therapy as both the leads had twisted and ipg had migrated. As such, the patient underwent surgical intervention wherein the entire system was explanted.